Manufacturer narrative:
This was initially reported on the summary report dated 06/30/2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, bleeding, vaginal scarring, emotional distress and a product problem. In addition, the plaintiff experienced recurrent cystocele, dyspareunia, frequency, urgency, bladder pain, vaginal mesh exposure and urinary tract infection. The device was partially explanted. Furthermore, it was reported that the patient died. No cause of death was reported.